Event description:
Unomedical reference number (B)(4) event occurred in china on 27-apr-2024, it was reported that the patient faced high blood glucose event due to bent cannula with the infusion set which led to hospitalisation. The blood glucose level was reported to be 41 mmol/l . Patient was treated with insulin drip to control the blood glucose. Bent cannula issue was resolved by infusion set change. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: (B)(6).